Event description:
The customer reported that the jaws of the device closed and would not re-open. Additional questions have been asked of the site. To date, the site has not provided additional information regarding the device or the incident.

Manufacturer narrative:
(B)(4). One used device was returned for evaluation. Visual inspection noted an excessive amount of dried blood and tissue in and around the jaws of the device. After the jaws were forced open, they latched and unlatched normally. The jaws were cleaned and the device was activated on simulated tissue with acceptable results. The jaws did not stick to or lock onto the simulated tissue. Although covidien confirmed the customer's report, the reported event is attributed to the improper or infrequent cleaning of the jaws of the device.